Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, dark ring and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the edge of the patch assessed as unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.